Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was in an atrial fibrillation (af) with rapid ventricular response (rvr) rhythm and the device had delivered bursts of anti-tachycardia pacing (atp) and shocks inappropriately. Technical services (ts) was contacted for a consult review of the presenting electrogram (egm). Upon review, the egm showed that therapy was exhausted, and the device also exhibited atrial undersensing. Ts provided programming optimization options. This crt-d remains in service. No additional adverse patient effects were reported.